Event description:
It was reported that the patient was admitted for a pump revision and pump relocation to the other side of the abdomen due to skin erosion over the pump. The pump contained lioresal 2000 mcg/ml at a daily dose of 555 mcg. The wound was later found to be infected with methicillin-sensitive staphylococcus aureus (onset 2007) and the pump was replaced. He subsequently developed staphylococcus aureus bacteremia, and cultures of cerebral spinal fluid were positive for msa. The patient subsequently developed profound metabolic acidosis thought to be due to his underlying mitochondrial disorder and concurrent infection. The patient developed acute worsening of his respiratory status and was evaluated for possible pulmonary embolism. CT scan was negative for pe, but revealed bilateral pneumonia. The patient also developed additional metabolic abnormalities with hyperglycemia and hypernatremia which were slowly corrected. The patient required increased respiratory support and developed intermittent periods of hypotension. On a week later, his respiratory distress worsened acutely with progressive atelectasis and the onset of pulmonary edema. The patient's respiratory support was increased to 15 l fio2 by non-rebreather face mask. The patient's status was "do not resuscitate, do not intubate" therefore, no additional respiratory support was provided to him. The patient's co2 level increased to 137 and the respiratory status continued to decline with hypopnea, irregular respirations and hemodynamic instability. The patient received comfort measures. He continued to experience decreased respirations with hypoxia which subsequently progressed to apnea and cessation of cardiac function. The patient expired on the next day. The parent's declined an autopsy. See manufacturer's report #: 2182207-2007-04638.